Event description:
It was reported by the patient that his inflatable penile prosthesis (ipp) has failed. He was originally implanted with an ultrex device on (B)(6) 1998 that was replaced on (B)(6)2006 due to failure. Now the patient states that his device has failed again. For the past three months he has not been able to inflate his device. The patient believes there is no fluid in the system. He has an appointment to see his physician on (B)(6) 2018 in order to discuss a possible revision surgery.